Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault and determined the root cause to be the potential failure of speech chip (u21) or microprocessor (u25). The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.